Event description:
The customer stated: the blade inside the total hip pack was breaking during use. No injury was reported. However, clinical data requested due to the nature of the issue. Quality affected: 4 kit(s) according to the report. "Used" samples is available. We will foreword upon receipt.